Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported prior to use on a patient, the ngage nitinol stone extractor basket did not open. This device did not make patient contact and was not used. As reported, the patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: one ngage nitinol stone extractor was received for evaluation. The device was returned with the handle and the basket formation in the open position. The collet knob was found to be loose. The male luer lock adaptor (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 4 cm in length. A visual examination noted the support sheath has a breakage 2.5 cm from the nose of the mlla. The support sheath is completed severed. A functional test noted the handle does not actuate the basket formation. The basket sheath is free of damage and kinks. The handle was disassembled. The basket formation can be manually actuated. The handle was reset and reassembled and the basket formation was actuated using the handle. Complaint has been confirmed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record showed there were 2 non-conformances during the manufacturing process for the issue of device does not function. A review of complaint history for this product/lot number combination revealed no other complaints have been received. The definitive root cause of this device issue could not be determined and no conclusion can be drawn. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.